Event description:
It was reported that the patient's leads had migrated and the ipg was reaching end of life. Surgical intervention was undertaken on (B)(6) 2025, and the leads were repositioned and the ipg was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction b5: the patient's ipg had reached end of life, and not reaching end of life, as previously reported. Correction h6: coding has been updated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient's ipg had reached end of life, and not reaching end of life, as previously reported.